Event description:
It was reported that the ventilator's screen turn off during use. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed. According to the information provided by the technician fuse on ac/dc converter was blown, ac/dc converter was checked and it was concluded that ac/dc converter was faulty, however customer did not accept quotation, therefore the part cannot be replaced. Ac/dc converter converts the connected ac (alternative current) power (mains power) to the internal dc (direct current) supply voltage. Internal dc supply voltage +12 v_unreg is being converted further into different voltages to be supplied to specific pc boards to ensure accurate operation of the ventilation. If the ventilator is not receiving any power or malfunction of power supply section would occur, it may lead to the batteries not being charged. In the investigated scenario the ventilator stopped working, as ac/dc converter is defective and do not supply power to the unit and it could not be switched over to battery operation as well. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref.#: (B)(4).